Event description:
On (B)(6) 2013, a reporter contacted lifescan (lfs) (B)(4) alleging the onetouch verio iq meter powers off during use. The alleged issue was not resolved at the time of troubleshooting. The patient did not develop symptoms or receive medical treatment due to the reported issue. However, this complaint is being reported because the alleged power issue remained unresolved.